Manufacturer narrative:
Upon attempt to retrieve device repair and operational status, the customer reported that they replaced the oxygen manifold, and the problem was resolved. The removed oxygen manifold was disposed of by the customer. The root cause at the component level can not be determined.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03nov2020.

Event description:
The customer reported the portable oxygen tank leaking at the manifold. There was no patient involvement. The remote service engineer provided the part number for an oxygen manifold.